Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for dbs therapy indications and epilepsy. It was reported that the left lead seemed to be had pulled back about 10-15cm. The doctor did not use a perforator or burr hole device. They used a small twist drill and a dog bone cranial plate to secure the lead. They believed the dog bone may not have been secured tight enough so during the stage 2 the lead may have been pulled back while tunneling and attaching the extensions. Imaging showed this. Only the right lead was turned on. The doctor was going to see how the patient does with just one lead turned on. If seizures improved then they may not change anything. If seizures did not improve then they will have to bring the patient to the or and advance the lead and or replace it to get it back into the target area. The issue was not resolved.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name sensight; product ID b3300542 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6)2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.